Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a partial display issue. The customer¿s blood glucose level was 402 mg/dl at the time of the incident. Customer stated that the insulin pump display went blank after it has been exposed to water. Customer stated that the insulin pump started beeping and there is a black line on the screen after the battery has been changed. Customer also reported to have experienced a high blood glucose of 402 mg/dl and treated with manual injection. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and not expected to return for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics and motor assembly. No audio/vibrate anomaly noted. Unable to confirm missing segments/partial display and unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.